Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive; cause was unknown. Reportedly, 3/4 of the screen became black making the screen unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and also confirmed to reach out to health care professional for alternate insulin therapy.